Event description:
Customer reported an issue with the pump's incorrect time setting. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in extreme blood glucose readings. Technical support assisted in updating the pump time, and the caller was advised to monitor for discrepancies and follow up if the issue reoccurred.